Manufacturer narrative:
Article citation: baser, e.f., seymenoglu, r.g. "Results of fluorouracil-augmented xen45 implantation in primary open-angle and pseudoexfoliation glaucoma." Int ophthalmol (2020). Https://doi.org/10.1007/s10792-020-01650-8. The event of glaucoma progression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The other events from the same article has been reported under MDR ID # 3011299751-2020-00335 and MDR ID # 3011299751-2020-00336.

Event description:
Reported events of a patient developed aggressive bleb fibrosis early (1 month) and underwent bleb needling. However, needling was not successful and the patient resumed treatment with 3 glaucoma medications. After 10 months of follow up, patient underwent trabeculectomy due to progressive glaucomatous optic neuropathy in the left eye were noted in the article: "results of fluorouracil-augmented xen45 implantation in primary open-angle and pseudoexfoliation glaucoma."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received noting that following the trabeculectomy, the patient did well. Patient was last examined roughly 8 months after the trabeculectomy with an iop of 10mmhg with the addition of brimodine eye drops twice a day. Patient was recommended to undergo cataract surgery but never returned possibly due to the pandemic.